Event description:
The customer reported that he received a prime rewind alarm on his insulin pump. The customer stated that the insulin pump was neither bumped nor dropped prior to the prime rewind alarm occurring. While troubleshooting, the customer reported that the drive support cap appeared normal and was not pressed in while he was connected. He was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).